Manufacturer narrative:
(B) (4). The ge service rep replaced the fuse on the monitors. The system operates as intended.

Event description:
The customer reported that the monitors on the system were not working and there was a power surge. No pt injury was reported.